Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure cardiogenic shock and re-occlusion occurred. The 60% stenosed target lesion was in the circumflex (cx) artery with a 3mm reference vessel diameter and an 18mm lesion length. No attempt was made for direct stenting. A 3.00x20mm liberte stent was implanted. An additional procedure was performed in the target lesion described as final kissing balloon for branch stenosis. Residual stenosis was 5%. The procedure was a technical success. During hospitalization the patient experienced cardiogenic shock. No further data on the cardiogenic shock provided. Also, there was angiographic stenosis (99%) of target lesion. The patient had reptca of the target lesion on the same day as the index procedure. Anginal status was documented as yes. The patient was discharged five days after the index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.